Manufacturer narrative:
510(k): k212323. Investigation evaluation: the product said to be involved was returned in a biohazard bag and open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the device in a coiled position and the housing was detached from the coil catheter, but stayed attached to the drive wire, and both clip jaws were missing. The missing clip jaws were not included in the return. Upon further inspection under visual magnification, it could be seen that the nitinol strips were still present. A function test was not possible, due to the condition of the device. The device was sent to the supplier for further evaluation, and the following was provided, "a visual evaluation was performed on the device upon its reception. It was confirmed that the jaws and stylet wires were missing from the device. Furthermore, the housing was confirmed to no longer be in junction with the coil catheter. There were no additional visual discrepancies found on the device. Functional testing of the device was limited in its current state. The handle can successfully be actuated and the drive wire in turn moved along the axis of the device with the housing connected. The nitinol strip remained inside the driver hooks and the driver remained crimped in the stamped hole of the drive wire. No additional functional testing was performed. The stated complaint for jaws falling off the device is confirmed. Root cause for the jaws falling off cannot be determined with the information gathered thus far in the investigation. The user stated that the jaws were present and full actuation was performed prior to insertion into the scope. This declaration that the jaws were present and operating per requirement rule out any possibility for tromboning or pre-deployment at the user interaction. Furthermore, all devices are checked for ability to open and close and undergo 100% manual tug tests at the two-tab bender station." The device history record was reviewed and was manufactured in october 2023. There were relevant defects noted in the manufacturing/fqc checklists for a component = 4 scrapped. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the device confirmed the report. The supplier provided the following, "root cause could not be determined. A review of the device history record was conducted and any relevant defects have been noted. The visual evaluation of the device confirmed there were no jaws attached to the device. A limited functional evaluation of the device was conducted but did not identify the root cause of the complaint. Per the complaint, the jaws were attached to the device prior to use and the device functioned properly. The root cause of the jaws coming off is unknown. All devices are inspected for proper orientation prior to being packaged and shipped." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
PMA/510(k): k212323 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic mucosal resection in the transverse colon, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was opened before going into the scope and tested, and it opened fine. However, while placing down the scope (and up against the patient's mucosa), the jaws were pulled back - but one of the jaws completely fell-off. Therefore, two new clips were opened and used to complete the intended procedure successfully. The physician left the jaw that fell-off inside the patient to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.